Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion with cadd cleo infusion set, pump experienced recurring line blocked alarm which has persisted throughout the day. During inspected the cannula it was noted to be bent. There was patient involvement and no patient harm.